Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, side branch occlusion increased. In (B)(6) 2013, the patient presented with stable angina (ccs classification 1) and was referred for cardiac catheterization. The first, 90% stenosed, 20 x 2.50 mm target lesion was located in the proximal left anterior descending artery (lad). The first target lesion was treated with pre-dilatation, placement of a 2.50 x 28 mm study stent and post-dilatation with 10% residual stenosis. The second, 75% stenosed, 16 x 2.50mm, target lesion was located in the distal left circumflex artery (lcx). The second target lesion was treated with pre-dilatation, placement of a 2.50 x 20 mm study stent and post-dilatation with 0% residual stenosis. The patient was discharged on dual antiplatelet therapy. Baseline core lab angiography result revealed 60% side branch stenosis at the first septal artery, while post procedure angiography revealed 85% 'branch percent stenosis'.